Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken tube was confirmed but the root cause could not be determined. The product returned for evaluation was one 4fr sl powerpicc solo catheter. A gross visual inspection of the returned unit found that a tube of foreign clear material was present on the wall of the luer, at the proximal end. Microscopic inspection of the foreign material material found that the material had a rough surface. White discoloration could be observed at the peaks of the surface. The distal end of the material was found to not have a defined edge and instead tapered down to the wall of the PICC luer. The material was probed with tweezers and pliers. The material was found to be pliable when pulled from its exterior surfaces. Additionally, segments of the exterior surface would crumble when probed. The material was attempted to be removed from the PICC luer, but the material was difficult to remove. It was likely that the material was stuck or bonded to the wall of the PICC luer. The rough surface texture and pliable nature potentially suggested that the foreign material, which was likely the external tube described in the event description, experienced some excessive force causing it to shear and break, or the material may have been degraded with incompatible chemicals. However, the investigation did not identify sufficient evidence to conclusively determine a root cause. Therefore, the root cause remains unknown.

Event description:
It was reported part of a tube added by an ide broken in the olive of the PICC. Line was changed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported part of a tube added by an ide broken in the olive of the PICC. Line was changed. No other information was provided.